Event description:
It was reported that the on/off ring on the hose connector came loose during operation and lower trigger was performing poorly. This is report 1 of 1 for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noted that the forward (lower) trigger catches. It did not return to its original position even after releasing it, and the unit continues to rotate. The cause for this was dirt inside the unit and degradation of parts in the trigger assembly due to wear. Periodic maintenance is required. This time, related internal parts were replaced, including the forward/reverse triggers and restored the unit to working condition. In addition, the hose connector rotation adjustment knob (soft mode button) was damaged, and required replacement due to years of degradation. Device repaired and returned to the customer on (B)(6) 2013. Placeholder.